Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described open, draining sores. The skin irritation was treated with iodine, salve (type unknown) and a bandage. Follow up was completed and the skin irritation was improving.